Manufacturer narrative:
Evaluation results: load cell.

Event description:
It was reported by service report that the stretcher surges when using the zoom drive. No patient involvement or adverse consequences are reported.